Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ specialty use sterile hypodermic needle there was an issue with foreign matter. It was stated ¿the clinic at (B)(6) found brown residue on the needle and what looks to be rust". There was no report of injury or further medical intervention.

Manufacturer narrative:
The initial MDR was a duplicate of MDR report # 1911916-2018-00259 and is therefore over-reported. (B)(6) is being cancelled as it was opened in error and is a duplicate of (B)(6).